Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During routine mapping sessions in situ testing revealed affected channels. The child has not complained of any change in hearing with the device to the parent..

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. In addition one past in situ measurement showed no connection established with the implant due to undetermined reasons; however, following in situ measurement was within normal limits again and the electronic circuit is functional during explant investigation. This is a final report.

Event description:
During routine mapping sessions in situ measurements revealed affected channels. The child had not complained of any change in hearing performance with the device according to the parents. No accident or trauma was reported. The recipient was re-implanted on (B)(6) 2019. On the device explantation report it is stated that the electrode array was fully inserted prior to explantation.